Event description:
It was reported that the device was defective. It was reported that there was no patient impact. Additional information was received stating that distal bearing was detached found in evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of defective device was confirmed as the bearings were detached. The likely cause of failure couldn't be able to determined. However it was also noted that the tube is damaged, the spacer is worn, the washer is worn, the laser markings are faded and the color band is faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.